Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard experienced a retraction issue. The following information was provided by the initial reporter: material no.: 381434, batch no.: 8331792. Per mw report: this injector was being inserted into patient and when needle was supposed to spring in, it sprung out and broke.

Manufacturer narrative:
Date of event: unknown. FDA notified: the initial reporter also notified the FDA in apr, 2019 via medwatch #0300140000-2019-8005. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard experienced a retraction issue. The following information was provided by the initial reporter: material no.: 381434; batch no.: 8331792. Per mw report: this injector was being inserted into patient and when needle was supposed to spring in, it sprung out and broke.